Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak resulting from a damaged cannula (hole in soft cannula). Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose reached 374 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Adhesive was secure to the skin, with no report of cannula dislodgement. When removed, cannula was seen as "normal." As treatment, a new pod was applied and a bolus was delivered.